Manufacturer narrative:
Concomitant medical product: dtbb1d4 crt-d, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds, the pacing impedance measurements were rising, and the defib impedances were trending down. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.